Event description:
Per the clinic, the device was explanted (date not reported) for unknown reason. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.